Manufacturer narrative:
Patient information and event date was requested from customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported that the unit has a battery failure error. The customer reported that the unit was in use on patient, but there was no patient harm reported.